Event description:
(B)(6) clinical study. Same case as 2134265-2013-01357. Same case as 2134265-2013-00219. It was reported that post a stenting treatment procedure, vasospasm occurred. (B)(6) 2012 - during the index procedure the 3.00 x 28 mm promus element plus study stent was implanted in the proximal left anterior descending artery (lad) and post-dilated with a 3.0 quantum balloon. Intravascular ultrasound revealed under-expansion of the study stent which was treated with post dilatation using a 3.5 mm quantum balloon. Final results were excellent with 0% stenosis and excellent run off. The patient was returned to room for recovery. Later the same day the patient had recurrent chest pain and was brought back for repeat cardiac catheterization. ECG was performed which revealed mi. A repeat selective coronary angiography was performed which revealed the previously deployed study stent in the proximal lad was widely patent, 70% stenosis just distal to the previously deployed study stent, there also appeared to be some streaming of the contrast just distal to the stenotic area suggestive of an intimal disruption and possible dissection. Which was treated with direct stent placement using a 2.5 x 16 mm promus stent in an overlapping fashion. Following post-dilatation, residual stenosis was 0%. There was a spasm noted post-stent deployment, which was treated with intracoronary nitroglycerin. The patient was discharged three days later on aspirin and clopidogrel.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).